Event description:
Reporter called to state she received a recall letter from walmart pharmacy. She states her device shows an error message of "e0" when her blood pressure is over 200. No adverse events noted. She will be contacting trividia health.